Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. As a result, this led to the pump shutting off. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address bg. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.